Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received anti-tachycardia pacing (atp) which accelerated the rhythm into ventricular fibrillation (vf). The device then delivered a 41 joule shock which converted the arrhythmia. Lead measurements were within the normal range. This device system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received anti-tachycardia pacing (atp) which accelerated the rhythm into ventricular fibrillation (vf). The device then delivered a 41 joule shock which converted the arrhythmia. Lead measurements were within the normal range. This device system remains in service. No additional adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced as part of therapy upgrade. No additional patient adverse effects were reported.